Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the button dome switch. No numbers ramping or scroll bars moving up noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was delivering insulin that the customer did not program. The blood glucose reading was 19.6mmol/l. It was stated that the numbers were ramping on their own, and the scroll bar was moving without customer's intervention. Advised the caller that up or down button may be stuck. No further information was provided.